Manufacturer narrative:
Device eval summary: device eval of electrode sn (B)(4) has been completed. The reported problem (ecgs non functional) has been confirmed. As received, the belt failed incoming testing. Upon eval, the cable connecting the distribution node to ECG a was cut, damaging the red (-5v) and brown (lead 1-) wires. The root cause of the damaged cable and wires was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ECG electrode.